Event description:
It was reported that the pt experienced headpiece retention issues between his external headpiece and implanted device. Additional magnets were added externally to improve retention. This did not resolve the issue. The doctor confirmed that the pt is thin and that a thick skin flap is not the issue. Surgery to replace the magnet of the pt's internal device surgery will be scheduled.